Event description:
It was reported that post a stenting treatment procedure the patient experienced a stroke. The patient presented with progressive angina. The physician implanted a promus element plus stent in the stenosed target lesion. No patient complications occurred and the patient was discharged on antiplatelets. One day later the patient developed symptoms of a hemorrhagic stroke. The patient's neurologist discontinued the antiplatelet therapy. The patient stayed one month in an acute care hospital due to a pulmonary embolism and was then transferred to rehab. The patient was expected to be released from the rehab facility by (B)(6) 2013. The patient's status is fine. Additional information was requested and not provided.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).